Event description:
The customer reported that the system was giving them a checksum error and would not completely boot.

Manufacturer narrative:
(B) (4). The ge service rep found that the sram card was faulty, so he replaced the sram card. The system functions normally at this time. (B) (4)